Event description:
A home patient contacted baxter's technical service center to report that home patient had received a system error 2240 message on the display of the homechoice machine during home patient's automated peritoneal dialysis therapy. When the home patient called home patient had already cycled the homechoice machine off/on several times and was back in the prime cycle while still having the transfer set connected to the patient line of the homechoice set. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.